Event description:
It was reported that a replacement ilet insulin pump exhibited an unresponsive touchscreen confirmation button during setup on the fill tubing page, consistent with a screen input malfunction affecting the user interface component. Symptoms included no clinical effects. Outcomes included no changes in therapy and no medical intervention. Investigation included complaint intake and device replacement logistics. Investigation of this case revealed a failure to register touch input on the display interface consistent with a user interface hardware or firmware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device analysis.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.